Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 36-year-old female patient who had essure (batch no. A73755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvovaginitis, hypertension, anxiety, depression, asthma, binge eating and chickenpox. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding / painful bleeding"), coital bleeding ("bleeding during intercourse"), vulvovaginitis ("vulvovaginitis") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage, coital bleeding, vulvovaginitis and menometrorrhagia outcome was unknown. The reporter considered coital bleeding, genital haemorrhage, menometrorrhagia, pelvic pain and vulvovaginitis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: successful sterilization with bilateral essure coils. Pregnancy test urine - on (B)(6) 2013: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: quality-safety evaluation of product technical complaint. Medical device removal event was deleted and surgery was marked to pelvic pain. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total hysterectomy with bilateral salpingectomy') in a (B)(6) year old female patient who had essure (batch no. A73755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vulvovaginitis, hypertension, anxiety, depression, asthma, binge eating and chickenpox. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 4 months after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pain"), genital haemorrhage ("bleeding / painful bleeding"), coital bleeding ("bleeding during intercourse"), vulvovaginitis ("vulvovaginitis") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, pelvic pain, genital haemorrhage, coital bleeding, vulvovaginitis and menometrorrhagia outcome was unknown. The reporter considered coital bleeding, genital haemorrhage, medical device removal, menometrorrhagia, pelvic pain and vulvovaginitis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: successful sterilization with bilateral essure coils. Pregnancy test urine - on (B)(6) 2013: negative. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.